Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Caller states readings are usually between 90-95 mg/dl 2 hours after eating. Meter memory shows result on 09/24 at 3:52 p of 34 mg/dl. No adverse event reported.